Event description:
This is a spontaneous case report received from a physician in (B)(6) on 06-mar-2015 which refers to a (B)(6) old female patient who had essure (fallopian tube occlusion insert), lot number c61990, inserted on (B)(6) 2015. Physician reported that the implant disintegrated on introduction in the horn. In addition health care professional informed that the event occurred on the operation room and bilateral placement was done, with another device. There is no cause related to the patient to explain the event. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during placement procedure, the implant disintegrated on introduction in the horn. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. In this case, the implant disintegrated during introduction in the uterine horn. Bilateral placement was achieved with another set of devices. Considering the event occurred during insertion procedure and given its nature, causality is assessed as related to essure use. Since device breakage, malfunction, was informed, this case is regarded as other reportable incident. Further information and technical analysis have been requested.

Manufacturer narrative:
Data correction for u.s reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review, it was noted that the following information was incorrectly submitted to 2051250-2015-00221. Follow-up from 28-may-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defector device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue (due to associate product quality issue) was reported. No medical events were reported at this time, therefore, a batch izzzz nvestigation with respect to similar ae cases is not applicable. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. As no medical events were reported, an assessment of a relationship is not applicable. Follow-up received on 04-jun-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c61990; production date: 30-may-2014; expiration date: 31-may-2017. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the initial rollback was not performed. Micro-insert found to be bent. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this product technical complaint was initiated due to a reported product quality issue. Additionally, a usability issue (due to associate product quality issue) was reported. No medical events were reported at this time; therefore, a batch investigation with respect to similar ae cases is not applicable. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. The provided complaint sample was investigated. No quality defect or device malfunction could be confirmed at this time. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. As no medical events were reported, an assessment of a relationship is not applicable. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1014 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during placement procedure, the implant disintegrated on introduction in the horn (the implant broke). This event, seen as device breakage, is non-serious and listed according to product technical analysis (ptc) results. During difficult insertions, single cases of device breakage have been reported. In this case, the implant disintegrated (broke) during introduction in the uterine horn. Considering the event occurred during insertion procedure and given its nature, causality is assessed as related to essure use. Since device breakage (malfunction) was informed, this case is regarded as other reportable incident, as although the event did not led to death or serious health deterioration this might have occurred under less fortunate circumstances. Other non-serious event was reported. The updated ptc analysis (sample received) concluded unconfirmed quality defect. As no medical events were reported, an assessment of a relationship is not applicable.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2051250-2015-00221. Follow-up information received on 30-mar-2015. The patient´s medical history included appendicectomy and 2 children by vaginal delivery. During procedure, anesthesia was done. Progression in the vagina and in the cervix was done according to betocchi method. Uterine cavity was of normal size. Tubular ostias were viewed, very lateral. It was impossible to progress in the right tube. The implant broke. The procedure was given up. A procedure on general anesthesia was advised. Laparoscopic sterilization more or less preceded by a new hysteroscopy attempt. No further information was provided. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure(fallopian tube occlusion insert) and during placement procedure, the implant disintegrated on introduction in the horn (the implant broke).this event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. In this case, the implant disintegrated (broke) during introduction in the uterine horn. Considering the event occurred during insertion procedure and given its nature, causality is assessed as related to essure use. Since device breakage, malfunction, was informed, this case is regarded as other reportable incident. Other non-serious event was reported. Technical analysis have been requested.